Manufacturer narrative:
(B)(4).

Event description:
This procedure was to treat a (B)(6) with lesion in the coronary lad. An abiomed impella ventricular support device was placed prior to lasing. A spectranetics elca catheter was used to laser the protected left main into the lad. A small perforation of the lad was noted. The patient injury was successfully treated with balloons and a stents in the left main. Pcta to distal lad and pcta to distal cx were completed. The patient survived the procedures. This report will be made against the elca as a potential mechanism of injury.